Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2022 (2 weeks ago). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set was leaking coming from the filter area. This was observed an infusion of irinotecan to a patient in the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: ¿r21i06086¿, previously ¿asku¿. D4: UDI # ¿(01)00085412046334¿, previously submitted as ¿ni¿. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing with no issues noted. Additional priming was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.